Event description:
A customer reported receiving alarm 2 followed by alarm 26, indicating a potential issue with their insulin pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl, nor did the continuous glucose monitor read ¿high.¿ the customer resolved the issue by changing the cartridge and resuming insulin delivery. Technical support sent replacement cartridges as a goodwill gesture and closed the case.